Manufacturer narrative:
(B)(4). Concomitant medical products: rgx 3 peg ser a patella; p/n: 141355, l/n: 628500. E1 vngd ps tib brg; p/n: ep-183640, l/n: 403530. Biomet finned pri stem; p/n: 141314, l/n: 409010. Bmet regenx pri tib tray; p/n: 141273, l/n: 740320. Vgd ps open por fem; p/n: 184506, l/n: 726240. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure due to patellar button failure approximately two years post implantation.  Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h6, h10. The complaint sample was returned and visual examination of the product exhibited wear consistent with usage and one of the patella pegs had fractured. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a revision procedure due to patellar button failure approximately two years post implantation. Subsequently, during that revision procedure, the surgeon noted one of the pegs was broken and loose while the other two pegs were still attached. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated via op-notes and the reported event was confirmed. Primary operative notes indicate no intraoperative complications. Revision operative notes provided state that during surgery one of the pegs was identified as broken and loose, while the other 2 pegs were still attached. Synovitis and necrotic tissue was also seen. There was some corrosion from implant. X-ray prior to revision surgery indicated a fractured peg. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.